Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer's blood glucose level was 289 mg/dl. Customer ran a manual prime and the insulin did exit. Customer was unable to remove the set at this time to examine the cannula. It was explained that there may be a possible site related issue, possibly due to a bent cannula or site/set occlusion. Customer thinks that the problem is now fixed. Customer will call back if he has further issues. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.